Manufacturer narrative:
The autopulse platform in complaint has not been returned for investigation. A supplemental report will be filed when the device is returned and investigation has been completed. It should be noted that survival rates in a cardiac arrest patient are extremely low. Autopulse is adjunct to manual CPR. In case of stoppage of autopulse the user reverts to manual CPR. If an autopulse unexpectedly stops compressions, it is not likely to cause or contribute to a patient death or serious injury.

Event description:
It was reported that on (B)(6) 2016 at approximately 9:45 am, the fire department responded to a patient(male, weight (B)(6)) having cardiac arrest. Patient was found by arriving units to be in full arrest. Patient was placed on an AED and no shock was advised. This was an unwitnessed arrest and the patient was on medication for copd(chronic obstructive pulmonary disease) and diabetes. There were no signs of trauma to the patient. Autopulse(ap) was deployed on the patient. The ap, ran for approximately 3-4 minutes in 30:2 mode without issue. The ap was then paused to allow for intubation and restarted in continuous mode. The platform gave 10 compressions and displayed user advisory(ua) 07(discrepancy between load 1 and load 2 too large). The platform was powered off, and the band was reset, the patient's position was reconfirmed and the straps remained in place. The platform again displayed ua 07, and manual CPR was initiated. The patient was declared deceased in the home after additional care was provided, there was no negative impact to the patient as a direct result of the failure. According to the reporter (fire department), auto pulse was not in any way a contributive factor in patient outcome.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to zoll for investigation on (B)(4) 2016. Visual inspection of the returned platform was performed; no physical damages were noted with the device. A review of the archive was performed and based on the information reviewed, user advisory(ua) 7 - discrepancy between load1 and load2 too large was noticed. Functional testing was performed and device passed the test without any fault or error report. In summary the customer's reported complaint was confirmed. The ua 7 was observed during archive testing but not during functional testing indicating that ua 7 observed in the archive was cleared by the user before returning the platform to zoll for investigation. The reported ua 7 occurs when the load sensing system detects a weight/load imbalance between the two load cells due to the patient not oriented on the autopulse platform correctly or the patient has shifted during compression. Load cell characterization testing was performed, and the data and graph confirmed both load cell modules are functioning within the specification. Thus root cause for the reported complaint can be related to patient not oriented on the autopulse correctly or the patient has shifted during compressions.